Event description:
Late 50¿s female with history of post-menopausal bleed. Procedure: total laparoscopic hysterectomy, bilateral salpingo-oophorectomy and cystourethroscopy. During the procedure, the balloon would not stay inflated. Removed without difficultly and another device used. No known harm to patient, minor delay. Patient discharged the same day. Manufacturer response for cannula, manipulator/injector, uterine, vcare (per site reporter). Will obtain.